Manufacturer narrative:
Additional information received by smiths medical on 06-jul-2020 that there was no patient involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with downstream occlusion sensor seal bubbled. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump dso sensor seal was bubbled. Service's replaced the pump dso seal, perform a full pm and all function testing passed. The problem source of the reported problem is unknown.

Event description:
It was reported that smiths medical cadd solis pump had bad downstream sensor code. No adverse patient effects were reported.